Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge senior territory manager (stm) evaluated the iabp and could not reproduce the problem, but reseated all display connections. For precautionary reasons, the stm also replaced the video receiver board due to a previous complaint from the customer on the display. The stm then verified proper display function, and ensured that the iabp passed all functional and safety tests per factory specifications. The iabp was returned to customer, cleared for clinical use.

Event description:
Customer reported that during a routine daily check of the intra-aortic balloon pump (iabp), the display was garbled on power up. There was no patient involvement and no death, injury nor adverse event were reported.